Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that post implant, high capture threshold, low sensing and low pacing lead impedance were noted. Perforation was observed via fluoroscopy. The lead was explanted and replaced. Patient condition is good.